Event description:
Error tf1 appeared during user test. The device could not be switched off with the main switch. The batteries had to be disconnected. The main switch was replaced two weeks ago. I now have (B)(6) in service and it works normally.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. The allegation in this complaint was confirmed to be a complaint as the device demonstrated a malfunction due to a defective power switch. With this investigation it has been confirmed that the device did not meet its specifications at the time of the event while the ventilator was tested with no patient involvement. The root cause was determined to be the aging of the device. The defective power switch was replaced, and no further issues occurred. There was no reported patient or user harm.